Event description:
Per complaint (B)(4), a screw from a fixture mount transfer could not be removed after the dental implant was placed. The implant had to be removed. Another implant was placed within the same procedure. No adverse patient consequences were reported.